Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient was having stimulation issues. It was further noted that stimulation issues had come on gradually over the past few months. The reporter stated they had sensations in their feet like there was sand between their toes when stimulation was on. The reporter further stated they checked their shoes and socks and there was nothing on their toes. It was noted that this had been going on for a few months. It was further noted the patient was losing sensation in their legs and feet when they sat for too long. The reporter stated that when they sit too long their legs go to sleep. The reporter further stated that when they get up from sitting too long they had pain and lose mobility. It was noted the patient was feeling stimulation. It was further noted the patient fell a year ago and they broke some ribs. The reporter stated the broken ribs did not heal right. The reporter further stated that four months ago they bent over and felt a ¿pop.¿ it was noted that after that incident the patient could not move or feel their legs. It was further noted the patient had not had the device checked since the issue happened. The reporter stated that rest helped them feel better. The reporter stated they had not seen their healthcare professional in 1.5 years. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-39, lot# n246974, implanted: (B)(6) 2010, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).